Event description:
It was reported by service report that the bed had a missing ground prong on the accessory outlet power cord. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: auxiliary power cord plug was missing the ground prong.